Event description:
Product analysis of the explanted generator and lead has been completed. The generator was found to be at end of service as the result of normal battery depletion. There were no performance or any other type of adverse conditions found with the generator. The generator performed according to functional specifications. During analysis of the explanted lead, an opening in the silicone tubing of the positive and the negative coil was identified at ring/backfill interface. Based on the appearance of the lead, it is believed that this condition was most likely caused by forces exerted on the lead during explant of the device. Other than the above mentioned observations typical wear and explant related observations, no anomalies were identified in the returned lead portion. The entire lead (including electrode array) was not returned for analysis therefore an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: initial report stated that the lead and generator were discarded however they were not. The information has been corrected on this report. Conclusion, corrected data: initial report stated that the lead and generator were discarded however they were not. The information has been corrected on this report.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information received revealed that the lead and generator were not discarded as previously reported. The lead and generator have been returned to the manufacturer and are currently undergoing product analysis. Device evaluation has not been completed at this time.

Event description:
It was reported that during generator revision surgery occurring due to end of service, the lead wire appeared to be frayed. The surgeon noticed the frayed wire while opening the generator pocket. Follow up with the site revealed that there were no reports of trauma. X-rays were taken however the site does not send those out for review. There was no programming data from the site that could be send for review. The patient underwent a full revision surgery later in which both the lead and generator were explanted and replaced. The lead was most likely discarded after surgery and will not be returned for analysis. The patient's device has been programmed on and the patient is doing well. The patient's programming and device diagnostic history was reviewed and no records of high lead impedance were found however, the data was only current up to (B)(6) 2010.